Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Correct h.6 health effect clinical code, type of investigation, investigation findings, and investigation conclusions. Added related report number to h.10. The delivery system was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to inability to track the system through the patient's anatomy and/or difficulty or inability to withdraw the system with valve. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Visual evaluation was performed. Flex tip gouges were present. No other abnormalities were observed. The flex mechanism of the commander delivery system is designed to facilitate smooth tracking, ensuring it reaches the target deployment location effectively. The engineers performed a flex adjustment test and it was confirmed to be working correctly. The IFU and device procedural manual were reviewed. Death hemorrhage requiring transfusion or intervention, cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention, and valve deployment in unintended location are all potential risks associated with the overall procedure. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there was no confirmed product or labeling/IFU/training material non-conformances affecting distributed product, no product risk assessment (pra) is required. Additionally, as there were no edwards/supplier defects which could have resulted in the complaint confirmed, no corrective action preventative action (CAPA) is required. The inability to track the system through the patient's anatomy was confirmed empirically based on the visual evaluation of the returned unit. However, the difficulty withdrawing the system with valve through the patient's vasculature was unable to be confirmed based on the evaluation of the returned device and no relevant procedural imagery was provided. A review of device and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the event description, ''transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia (s3ur) valve was performed. Regarding the access vessel, the degree of calcification was moderate, tortuosity was moderate-severe, and the minimum luminal diameter (mld) was 5.5 mm. It was concerned that there was tortuosity on the abdominal aorta (aa)... A commander delivery system (ds) could be passed through the esp smoothly. But after s3ur valve part of the ds was passed through the esp, the ds became not able to be advanced. The doctor considered that the valve was stuck at the calcification on the tortuosity of the aa and advanced the ds to the descending aorta by using a pta balloon and the flex function of the ds. After that, the ds could not be advanced any further maybe because of the tortuosity of the aa. When the doctor tried to advance the device by moving back and forth, the seam of the esp was torn from the tip somewhat, and the tip of the esp pierced the vessel wall. Since decreased blood pressure observed, conversion to laparotomy was decided. Since it was difficult to explant the s3ur valve, the valve was deployed on the aa, and a stent was placed to cover the valve and the damaged part of the vessel. However, since the damaged part of the vessel could not be fully covered by the stent, replacement with a y-graft was performed. The patient returned to the ICU with 80mmhg of systolic blood pressure (sbp). But on the next day of the procedure, the patient expired due to hemorrhage from near the damaged part of the aa.'' In this case, it was reported that the patient's abdominal aorta had moderate calcification and moderate-severe tortuosity. The scratches and curvature on the sheath shaft support the presence of these factors. Calcification and tortuosity can create constrained sections within the anatomy, interfering with the passage of the delivery system and causing tracking difficulties. In such situations, further manipulation of the device (e.g., push/pull) may result in aortic perforation and death, as seen in this case. The observed damages such as flex tip gouges and sheath liner tears, suggest high push force and device manipulation to overcome these tracking difficulties. As such, available information suggests that patient factors (calcification, tortuosity) contributed to the tracking difficulty event. Additionally, calcification and tortuosity can lead to withdrawal difficulty. Calcium deposits in the blood vessels can make them rigid and less flexible. This rigidity can cause resistance when trying to withdraw a delivery system. Tortuosity can create a non-coaxial withdrawal angle, increasing the risk of interaction between the valve and the vasculature during device removal and resulting in withdrawal difficulties. As such, available information suggests that patient factors (calcification, tortuosity) contributed to the withdrawal difficulty event.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this event.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia (s3ur), the delivery system became stuck in the sheath, the seam of the sheath tore from the tip, and pierced a vessel wall, conversion to laparotomy ensued, and the patient expired from a hemorrhage of the abdominal aorta the following day. Regarding the access vessel, the degree of calcification was moderate, tortuosity was moderate-severe, and the minimum luminal diameter (mld) was 5.5 mm. There was concern regarding tortuosity on the abdominal aorta (aa). During device preparation, no abnormalities were observed. A 14fr esheath+ (esp) was inserted from the right femoral artery (rt-fa) via a puncture without difficulties. Although the tip of the esp had approached the tortuosity on the aa, balloon aortic valvuloplasty (bav) was performed also without problems. A commander delivery system (ds) could be passed through the esp smoothly, but after s3ur valve part of the ds was passed through the esp, the ds would not advance. The doctor believed the valve to be stuck at the calcification on the tortuosity of the aa and advanced the ds to the descending aorta by using a pta balloon and the flex function of the ds. After that, the ds would not advance any further, possibly due to tortuosity of the aa. When the doctor tried to advance the device by moving back and forth, the seam of the esp was torn from the tip somewhat, and the tip of the esp pierced the vessel wall. Since decreased blood pressure was observed, conversion to laparotomy was decided. Since it was difficult to explant the s3ur, the valve was deployed on the aa, and a stent was placed to cover the valve and the damaged part of the vessel. However, since the damaged part of the vessel could not be fully covered by the stent, replacement with a y-graft was performed. The patient returned to the ICU with 80mmhg of systolic blood pressure (sbp). The next day, the patient expired due to hemorrhage from near the damaged part of the aa.